Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. On 03/26/2025, intuitive surgical, inc. (Isi) received mw5167723 stating: during a robotic case a cable on the operative end of a mega needle driver broke. A new instrument was brought in. No harm to the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.